Event description:
It was reported a revision surgery was performed due to infection of the right knee. All components were removed and cement and an anti-biotic spacer were placed. The patient returned on (B)(6) 2016 to remove the spacer and implant a competitor's product.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].